Event description:
Boston scientific crm received information that this right ventricular (rv) lead rv lead became pulled back and a new lead successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection indicated that the helix extended and was physically undamaged. It was noted that tissue entwined the helix. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits